Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the investigation details, corrosion with debris built up on the large collet.

Event description:
It was reported that the pin was slipping during testing in house. There was no pt involvement and no allegation of adverse consequences associated with this event.